Event description:
It was reported that the patient was admitted with the need for speed increases and having power spikes. Computed tomography (CT) scan had demonstrated external outflow graft obstruction (eogo) of the outflow graft at the level of the pump head. The outflow graft at points was 3 millimeters (mm) in size. The risks and benefits were explained to the patient and the patient was brought to the operating room for eogo relief with subcostal incision. 3-dimensional lab measurements were performed at the request of the ordering provider. The minimum diameter of the outflow tract measured 3mm. The distal aspect of the outflow tract measured as low as 15mm. This resulted in an 83% reduction in diameter and 86% reduction in an area. The patient was brought to the operating room (or) and was laid on supine the or table. Thy were prepped and draped in the standard sterile fashion. Hard stop surgical timeout was performed. A subcostal incision was made on the left chest and carried down to the level of the rib. The rib was elevated. Rul-tract retractor was placed. The bend relief/pump head were able to be felt. The incision was carried down to the level of the pump head and the bend relief. The bend relief was dissected free. The plastic rings were cut and pulled open. The bend relief was then opened with scissors. Upon opening of the bend relief, a large amount of fluid was expressed that was yellow. A large amount of bio debris surrounding the outflow graft was found and was evacuated. The bend relief was then opened longitudinally towards the pump head. The bend relief was then opened longitudinally distally, and the suction device was used to remove additional bio debris. With inspection, it appeared that all bio debris was clear. The area was irrigated. Meticulous hemostasis was achieved. Upon opening the bend relief and evacuating the bio debris, the pulsatility index (pi) dropped from 4 to 1.5. The speed remained at 5500 and the flow was at 4. The incision was closed in multiple layers and a prevena wound vac was applied. The patient was taken to the cardiothoracic intensive care unit in a stable condition.

Manufacturer narrative:
A4- patient weight to be requested, information not yet provided no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the reported extrinsic outflow graft obstruction (eogo) through review of the submitted images; however, a specific cause for the eogo could not be conclusively determined through this evaluation. Additionally, review of the submitted log file reports could not confirm the report of elevations in pump power, and a specific cause for the reported power increases could not be conclusively determined. Further, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multichamber cardiomegaly and calcified coronary artery atherosclerosis could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of pump parameters, including pump power. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.